Manufacturer narrative:
(B)(4). The reported complaint for "fluid backing up into contamination shield" is not able to be confirmed. The product was not returned for investigation. The root cause of the complaint is undetermined. No further action is required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed.

Event description:
It was reported ""fluid backing up into contamination shield - unable to fix conection to stop fluid". No patient injury or cosnequce reported. The patients current condition is "unknown".

Manufacturer narrative:
(B)(4).

Event description:
It was reported ""fluid backing up into contamination shield - unable to fix connection to stop fluid". No patient injury or consequence reported. The patients current condition is "unknown".